Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer changed out pump supplies to address the alarms and resumed insulin delivery, but occlusion would recur. Customer's blood glucose was 365 mg/dl.